Event description:
It was reported that during initial placement of the wound drain during a gastric by-pass procedure, the drain separated at the bonded area. The drain was removed and replaced without any pt injury or further complications being reported.